Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years and 3 months post implant of this 21 mm bioprosthetic valve implanted in an 11 year old pediatric patient in the pulmonary position, the valve was explanted and replaced with a 27mm valve of the same model. The reason for the explant was not reported. No additional adverse patient effects were reported.